Event description:
It was reported that a doctor mentioned that he no longer uses the lead cap during deep brain stimulation implantation because he has previously had "difficulty" with the lead cap. There was no patient injuries or deaths reported. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient was able to be adequately programmed and they were receiving good therapy. It was also reported the screw bent and broke a contact because it was difficult to remove.

Manufacturer narrative:
Concomitant medical products: product ID neu_leadcap_acc. Product type: accessory. (B)(4). (B)(6). "Potential lead damage associated with the dbs lead cap."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).